Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced adhesive event with an infusion set that came off from their leg a few hours after insertion as the tape was not sticking. The infuiosn set came off after shower. The patient was not sure about the cause for product not adhering. Patient confirmed to use alcohol to clean the site, allowing it to dry before inserting the infusion set. The patient did not use any soaps, gels, or lotions on the site. Patient mentioned that they do not perspire heavily. No further information available.